Event description:
In the past week other staff have used the constellation posterior vitrectomy machine for cases, during those cases the machine has been giving error messages and biomed has been contacting MFR, they state that alcon is aware of the issue, needs a software patch to be developed. Each time the machine has reset and then used without clinical complication. However during setup today a message indicating "infusion amplitude low... Eject cassette and reinsert;" however the machine would not allow ejection of the cassette with a circle of "okay" responses leading eventually to reset machine; when retesting the machine indicated iop control would be disabled (which would be an issue because infusion would be affected/iop infusion feedback feature of the advanced machine)... Biomed here to troubleshoot advisories, contacted alcon again. Biomed will contact vendor for vendor verification. No harm to pt.